Event description:
Event description cpi received information that this endotak transvenous defibrillation lead had dislodged. An invasive procedure was performed to reposition the lead. During the procedure the bipolar lead was accidentally injected with the local anethesia, the physician elected to replace the bipolar lead at this time. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.